Event description:
Dr. Performed a kdb glide and patient incurred mild, controlled hyphema (B)(6) 2025.

Manufacturer narrative:
The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.